Event description:
It was reported that during a gastric bypass, on the second firing the instrument failed to form staples correctly. Procedure was finished with sutires. There were no pt consequences.